Manufacturer narrative:
The liberty cycler was not replaced or repaired against this complaint. The complaint device is unavailable for failure analysis investigation as the serial number was not known. All device history records (DHR) are reviewed and released according to a review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming.

Event description:
Peritoneal dialysis nurse (pdrn) reported a patient was diagnosed with peritonitis. Pdrn reported that the cause of the peritonitis was due to the patient not following aseptic technique when performing treatments. The patient was prescribed vancomycin and gentamycin.

Manufacturer narrative:
(B)(4)- the plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Peritoneal dialysis nurse (pdrn) reported a patient was diagnosed with peritonitis. Pdrn reported that the cause of the peritonitis was due to the patient not following aseptic technique when performing treatments. The patient was prescribed vancomycin and gentamycin.

Manufacturer narrative:
There is no documentation that shows a causal relationship between the events of fill pain and subsequent peritonitis and the liberty cycler or liberty cycler set. Additionally, there is no allegation against any fresenius products and the event.

Event description:
Information in the complaint file reviewed. It was reported that this end stage renal disease (esrd) patient on continuous cyclic peritoneal dialysis (ccpd) was having progressive pain during fill cycle of ccpd treatment. During a follow-up call on (B)(6) 2016 it was discovered that the patient had been diagnosed with peritonitis. The lab collection/results are unknown. The patient was treated with vancomycin and gentamycin (route, dose and duration unknown). The patient's nurse denied that the peritonitis was due to any peritoneal product that the patient used for ccpd treatment. However, no other explanation of possible causality was offered.